Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'downstream occlusion alarm' which was reproduced during evaluation. A review of the event history log identified the multiple presence of 'downstream occlusion!' Messages. The cause was determined to be an out of range depth reading of the downstream tubing guide. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion while testing for preventive maintenance when there was no occlusion in the line and would only clear after jiggling the line around (did the same thing with another new baxter tube set as well). The event happened in the biomed service department. There was no patient involvement. No additional information is available.